Event description:
Boston scientific received information that this clinic nurse contacted technical services to discuss an right atrial (ra) impedance yellow alert from this patient's device and competitor's ra lead. At the time of the call, the ra pacing impedance measurement was 525 ohms. A few atrial tachycardia response (atr) episodes were identified and appeared to be appropriate. The p-waves measurements were stable (1.6 mv) and were associated with a pacing threshold of 0.7 volts at .5 ms. Technical services discussed continued monitoring. Subsequently, the clinic nurse contacted technical services to report ra oversensing that resulted in an inappropriate atr response. There were a few intermittent ra impedance measurements greater than 2000 ohms (yellow alert). Technical services discussed further troubleshooting. A few months later, the clinic nurse contacted technical services to report that the patient was seen in-clinic. When the patient was sitting in a chair, the ra pacing impedance was 459 ohms. When the patient was supine, the ra pacing impedance was greater than 2000 ohms. There was some evidence of electrogram noise during patient isometrics. The ra pacing thresholds were normal in either patient positions. Technical services discussed further troubleshooting. These tests were inconclusive and the patient was scheduled for a chest xray. Boston scientific received information from the local representative that an xray was taken and the physician suspected a possible insulation disconformity. Because the patient did not require ra pacing, the device was reprogrammed to vvi to 40 ppm. The physician planned to continue monitoring the patient and evaluate the lead revision option at time of the device replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, microscopic visual inspection found no irregularities. Review of the memory log found that the ra lead impedance was high while implanted. The device remained implanted until (B)(6) 2016. Pin gauge testing, designed to verify proper port dimensions, was completed. All with the exception of the rv leaf spring measured as expected. The out of specification on the rv ring leaf spring is not related to the complaint on the ra output. Manual testing was unable to create any electrogram noise or oversensing. Manual pacing lead impedance testing found that the measured values were within normal range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The competitor ra lead was surgically capped and replaced. The chronic device was explanted due to upgrade and was received at boston scientific's return products for laboratory testing.